Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Additional report of suspected fracture received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Near field lead noise resulting in pacing inhibition and vf markers was reported. The lead remains implanted and is scheduled for a revision in the near future. Should additional information be received, this file will be updated.